Manufacturer narrative:
Follow-up 06/01/2016: contact reported that customer reverted to insulin injections for back up insulin therapy. No additional information was provided on the reported event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 400s (mg/dl). Although requested by tandem technical support, contact declined to perform troubleshooting for the pump. Review of pump data by tandem technical support did not reveal any anomalies in pump performance.